Manufacturer narrative:
No medwatch form was received.

Event description:
During a follow-up, an increase in ventricular threshold was observed. The chest x-ray showed a withdrawal of both the ventricular lead and atrial lead. As such, both leads were repositioned.